Event description:
A spontaneous report was received from a physician in australia via a sales representative regarding a patient with diabetes who underwent treatment of a diabetic foot wound. On (B)(6) 2026, novosorb btm-1020 (lot 231117al3) and mtx2-1020 (lot 240423am2) were applied to the wound using sutures. On 15-jun-2026, polynovo (MFR) became aware that the patient was hospitalized due to wound deterioration and colonization. During wound assessment following delamination, the mtx2-1020 applied over the tendon was reported not to have integrated. Hypergranulation tissue and slough were observed, and the wound underwent surgical debridement. Subsequent management included continuation of wound treatment, skin grafting, and application of a new btm-1020 device to an area of exposed tendon. The original mtx2-1020 was removed from the tendon site, and a portion of the original btm-1020 was removed and replaced. Additional information received on 17-jun-2026 indicated that the consulting surgeon believed the wound may have required additional quilting and that placement of both mtx and btm over the tendon may have contributed to insufficient granulation tissue development at the tendon level. At the time of reporting, the event remained unresolved. Device causality was not provided. Follow-up for additional information is ongoing.

Manufacturer narrative:
The investigation into the reported event is currently ongoing. A supplemental report containing the complete investigation findings and conclusions will be submitted once the investigation has been completed. MFR# (B)(4)